Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186ans; UDI: (B)(4), serial: (B)(6); batch: a000098273.

Event description:
It was reported that one of the patient's leads had high impedances. It was confirmed via x-ray that the lead was fractured. Surgical intervention was undertaken wherein the leads were explanted and replaced to address the issue. Note : it is unknown which lead is related to this issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.